Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had a foreign material in the nozzle. There was no patient involvement.